Manufacturer narrative:
Two new alarms were recorded in the driver's alarm history. The first alarm was likely produced at syncardia during the last servicing of the driver prior to shipment to the customer. The second alarm is produced after the driver has been disconnected from the patient. Note: only permanent fault alarms are recorded in the driver's alarm history. Intermittent and/or recoverable alarms are not recorded. The driver passed all sections of functional testing. Additionally, an extended observation run test was performed and no alarms were observed. During investigation testing, the customer-reported issue was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported fault alarm could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to the backup freedom driver. There was no reported adverse patient impact.